Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is approximately between (B)(6) 2017. If explanted, give date: not applicable, as the lens remains implanted. However, there is a planned explant scheduled for (B)(6) 2018. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 8.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. There is a planned explant scheduled for (B)(6) 2018, to exchange the lens for a monofocal lens because the patient was unhappy with the lens implantation post-operatively, including complaints of seeing multiple circles from lights at night. Reportedly, there was no patient injury and the only contributing factor related to the patient's visual acuity issues is glaucoma. The patient has a normal retina and visual acuity was 20/20. The patient's symptoms have been monitored for 10-12 weeks post-operatively without resolution. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.